Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with a techstar xl 6 fr. Device. When deploying the device the needles deployed outside of the barrel. Needle back down was unsuccessful and the pt was taken to surgery for device removal and surgical repair. The pt subsequently developed gangrene in their right foot and underwent an amputation of the lower right leg.